Event description:
Pressure monitoring kit overdelivery reported. A pt with diagnosis of chronic renal failure with multiple medical problems was being monitored via pressure monitoring kit. A new bag of 500cc of unspecified solution with 1000 u heparin was hung at the end of day shift or beginning of pm shift. The night shift nurse noted that the bag was empty at the beginning of the shift and hung another new bag (same as above). This bag was noted to be empty by the end of the night shift. No apparent fluid overload was reported by the customer. The pt was dialyzed the next day; unknown if this was the regular dialysis treatment or if an extra dialysis treatment was ordered. The pt expired a few days later, but related to other problems, not related to fluid overdelivery.